Event description:
The nurse reported that they cannot see the respiratory values on the monitor. Tech support (ts) asked her if she knew the model and serial number of the device, and they did not know what it was and was not able to provide the information of the device that was directly connected to the patient. They stated that it had a display. Qa contacted them again and was told it was happening at the nurse station, so she is most likely referring to an issue happening on the central nurse's station (cns) monitoring a bedside monitor. They also stated that the issue was resolved but not sure how it was resolved. This is all the information they could provide. It is unclear what device this is regarding and if it was a failure. However, to err on the side of caution, it is being reported as it could be a cns. No patient harm was reported.

Manufacturer narrative:
The nurse reported that they cannot see the respiratory values on the monitor. Tech support (ts) asked her if she knew the model and serial number of the device, and they did not know what it was and was not able to provide the information of the device that was directly connected to the patient. They stated that it had a display. Qa contacted them again and was told it was happening at the nurse station, so she is most likely referring to an issue happening on the central nurse's station (cns) monitoring a bedside monitor. They also stated that the issue was resolved but not sure how it was resolved. This is all the information they could provide. It is unclear what device this is regarding and if it was a failure. However, to err on the side of caution, it is being reported as it could be a cns. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of the complaint: the nurse reported that they cannot see the respiratory values on the monitor. Tech support (ts) asked her if she knew the model and serial number of the device, and they did not know what it was and was not able to provide the information of the device that was directly connected to the patient. They stated that it had a display. Qa contacted them again and was told it was happening at the nurse station, so she is most likely referring to an issue happening on the central nurse's station (cns) monitoring a bedside monitor. They also stated that the issue was resolved but not sure how it was resolved. This is all the information they could provide. It is unclear what device this is regarding and if it was a failure. However, to err on the side of caution, it is being reported as it could be a cns. No patient harm was reported. Investigation conclusion: leads/faulty leads as lead sets are used to acquire ECG readings, the use of unauthorized leads, improper connection of leads, and/or damaged leads may contribute to ECG issues. Users should verify that lead sets are authorized for use with the bsm-1700 or ay input unit before monitoring a patient. If the leads are not seated properly to the bsm-1700 or ay input unit ECG socket, readings will not appear properly. Users should ensure that all cable connections are secure before monitoring a patient. Damage to lead sets are most likely a result of mishandling that results in the damage to the inner wires of the leads. Damage to the conductive wires would prevent data from reaching the bsm-1700 or ay input unit. Contamination of the lead contacts due lack of periodic maintenance or improper periodic maintenance may also result in ECG issues. Similarly, should the contacts for the connection between the input unit or bsm-6000 become contaminated, the display of data is likely to be affected. Buildup of dirt, dust, and/or cleaning residue on contacts would prevent interfere with stable flow of data. Device/module failure failure of the module and/or its components can occur due to physical damage. Impacts with surfaces or other objects could damage both the exterior enclosure and internals of the device. If physical damage is not observed on the device nor its components, a module may fail due to normal wear and tear and is dependent on the age of the device and the frequency of its use. Repeated connect and disconnect cycles from the ECG connector can cause wear to the connector socket that is connected to the module of the bsm-1700 or ay input unit. Historical data reveals no trends of failure with the module that leads to ECG issues. ECG issues caused by module failure are most likely isolated incidents caused by physical damage or normal wear and tear. Historical data reveals no trends of module failure that leads to ECG issues. Physical damage impacts with surfaces or other objects could damage both the exterior enclosure and internals of the device. Damage to the boards of the bsm-6000 is likely to result in the bsm-6000 not being able to display the data provided by the input unit. Settings as settings are options made available to user to configure, incorrect configuration of the settings that could lead to ECG issues are a result of use error. Socket-connector see module failure above.

Event description:
The nurse reported that they cannot see the respiratory values on the monitor. Tech support (ts) asked her if she knew the model and serial number of the device, and they did not know what it was and was not able to provide the information of the device that was directly connected to the patient. They stated that it had a display. Qa contacted them again and was told it was happening at the nurse station, so she is most likely referring to an issue happening on the central nurse's station (cns) monitoring a bedside monitor. They also stated that the issue was resolved but not sure how it was resolved. This is all the information they could provide. It is unclear what device this is regarding and if it was a failure. However, to err on the side of caution, it is being reported as it could be a cns. No patient harm was reported.